Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to a circuit disconnect. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system to interface cable was observed to be disconnected. The system to interface cable was re-seated to address the issue. There was evidence of physical damage.